Event description:
It was reported that the patient could not adjust their stimulation. The patient stated that they device showed a "call you doctor" icon on the screen of the programmer, and that the device indicated a "power on reset" (por) condition. Technical services reviewed how to the patient could clear the por. The patient was able to clear the por which resolved the patient's issues.

Manufacturer narrative:
Product ID 3888-45, lot# v499806, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot# v532749, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708220, serial#(B)(4), implanted: (B)(6) 2010, product type extension; product ID 3487a-56, lot# v515780, implanted: (B)(6) 2010, product type lead. (B)(4).